Event description:
While performing a cystoscopy the physician was using an open-ended ureteral catheter when the catheter end broke off during insertion into the scope and prior to insertion into the patient. All pieces were recovered, the complete catheter was retrieved and fluoro was used to ensure no pieces were in patient. The patient was not harmed.